Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference mfrs 0002648920-2016-00162 / 0001822565-2016-01490). Device discarded.

Event description:
It was reported that a patient was revised due to dislocation of the left hip.

Manufacturer narrative:
Review of device history records identified no deviations or anomalies. These units were released to distributor with no deviations or abnormalities. Device history record for pn: 00-8018-032-02/ln: 61175567, was reviewed for deviations and/or anomalies with the following: ncr 2009-0200 documented major scratches and tool mark on the angle area. The product was reworked and subsequently released for distribution with no additional anomalies. No devices were received; therefore; no product evaluation could be performed. This device was used for treatment. The following components were reviewed for compatibility with no issues noted: versys 12/14 femoral head 0x32 pn: 00-8018-032-02 / ln: 61175567 and xlpe 0 degree poly liner 48x32 pn:00-6305-048-32 / ln:61068517. Complaint history review identified no additional complaints for pn:00-7848-003-01/ ln: 61000075, pn: 00-8018-032-02 / ln: 61175567 and pn:00-6305-048-32 / ln:61068517. No surgical notes were received. A definitive root cause cannot be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.